Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2007. Approximately 10 months after the initial procedure the patient had a right knee revision on (B)(6) 2008. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2008. Diagnosis: painful right replacement the knee was aspirated and 20cc of yellowish, red knee fluid. No infection. The tibia appeared to be a little too large. There was a little overhang in the front and at the anteromedial corner also an overhang on the lateral aspect as well. The tibial base plate appeared to be just slightly internally rotated. A trial reduction was done. The sterile dressings were applied. There were no complications. The patient was transferred to the recovery room in stable condition.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
H10. Additional information ¿ a3, g2, h6 medical device problem code, h8 h3. Investigation results - the cause of the patient¿s pain and subsequent revision as related to the devices cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The implant size appears to be the most likely cause of the patient's pain. There is no indication from the revision operative report that the knee implants malfunctioned or had wear. The rotation of the implant affects how the implants function, it may not be able to properly function as intended as the knee flexes and extends. The tibial insert is an important factor on the overall balance of the knee and how it feels after replacement. These devices are used for treatment not diagnosis. There is no additional information available.